Event description:
Hill-rom received a report from the hill-rom technician stating the lift had a cracked foot tray. The lift was located on the second floor. There was no pt or user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The device has exceeded its expected lifetime. The technician found cracks in the foot tray when he inspected the device. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performed any other preventive maintenance on their lifts. The technician replaced the foot tray to resolve the issue. Based on this info, no further action is required.